Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead could not find the ideal location. The lead was removed and a replacement lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead could not find the ideal location and displayed different thresholds. The lead was removed and a replacement lead was used. No patient complications have been reported as a result of this event.